Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed due to medical records received from the customer. DHR was reviewed and no discrepancies were found. As per package insert nexgen cr-flex , wound complications, pain, swelling are known risk of these procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(6). Concomitant products: femoral component porous size f right, cat#: 00595201602 lot#: 60099853. St por tib plt size 6, cat#: 00598204702 lot#: 54071300. Articular surface regular constraint 14 mm height, cat#: 90597004014 lot#: 56268800. All poly patella size 35 mm dia. Standard 9.0 mm thickness, cat#: 00597206535 lot#: 60107540. Self-tapping bone screw 6.5 mm dia. 40 mm length, cat#: 00511007040 lot#: 20132000. Self-tapping bone screw 6.5 mm dia. 40 mm length, cat#: 00511007040 lot#: 20131900. Self-tapping bone screw 6.5 mm dia. 40 mm length, cat#: 00511007040 lot#: 21093200. Product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04584, 0001822565-2017-04585, 0001822565-2017-04586, 0002648920-2017-00423, 0002648920-2017-00424, 0002648920-2017-00425, 0002648920-2017-00426, 0002648920-2017-00427. Remains implanted.

Event description:
It has been reported in litigation that the patient underwent an irrigation and debridement procedure due to an infection and hematoma. No further information has been provided.